Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced because it had pulled back enough that it was no longer effective. The physician ended up needing to implant an epicardial lead due to the patient's anatomy. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.